Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the device allegedly failure to obtain sample. A coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records were reviewed and this lot met all release criterial. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one elevation biopsy probe was returned for evaluation . On visual evaluation , the device appeared to have blood residue and the gears and cannula were in the initial position. And it was noted that aperture was received closed and the sample tank was tightly and correctly positioned . And it was further noted the expiry date is mislabeled. The probe was loaded into the driver and calibrated successfully . On functional evaluation , the device was tested in chicken breast for 6 times . The probe was able to obtain 6 samples . However , two samples among 6 were not deposited in the sample basket . The probe was taken off the driver and a mandrel was used to clear out the samples from the cutter . All 6 samples were obtained with the smart mode activated. Therefore , the investigation for the identified filling is confirmed as 2 samples among 6 were not deposited into the sample basket . However , the investigation for the reported failure to obtain samples is kept as inconclusive as the identified issue may contributed to the reported event. Therefore , the investigation for the reported expiry product is kept as inconclusive as the date of event is not provided. A definitive root cause for the alleged failure to obtain samples and identified filling issue , expiry product could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2020),

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2020).

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the device allegedly failure to obtain sample. A coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.